Event description:
User facility identified that counterfeit ethicon mesh x2 [2 times] was used during pt's surgery. At this time, user facility has minimal guidance from FDA and zero from ethicon in terms of what this might mean for the pt.